Event description:
This rv lead was implanted on (B)(6) 2016. A product experience report was received on (B)(6) 2018 stating that this lead was explanted on (B)(6) 2018 due to infection and the leads were damaged at the electrode end. The physician was dr. (B)(6) at(B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).